Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 01/26/2017: update information: the product code and lot number are unknown currently. Manufacture will inform if they get the product code and lot number.

Manufacturer narrative:
Investigation summary: customer quality (cq) investigation: article 400.236 and article 316.447 returned for investigation. Article: 400.236 lot # unknown // mf-cortscr ø1.3 self-tap l6 ti: screw head was returned in a used condition. Shaft section is broken off like reported and remained in patient¿s body. Unfortunately the lot number to this screw was not reported to us. Based on this fact a review of the device history and further investigations was not possible. Dcrm-review: part number: 400.236. Part family: 400.233 to 400.238 (1.3mm titanium midface cortex screw, self-tapping). Complaint category: broken: intraoperative. The compact midface - core dossier design and clinical risk management (dcrm) document, was reviewed and found to adequately address the harm of this complaint condition. Line 350 addresses the hazard of ¿screw deforms or breaks during insertion which generates a screw fragment that the surgeon is unaware of or unable to retrieve. This may result in fragment encapsulation. ¿synthes , broken, intraoperatively¿ with a residual risk level of ¿accept.¿ exact root cause could not be defined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device broke intraop, not implanted or explanted. Device is not expected to be returned to synthes manufacturer for evaluation /investigation, (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported drill tip was broken during the plate fixation of mandible angle. The screw was broken during the plate fixation of median part. The surgeon was aware that the products were not recommended to use for mandible bone. However, the customer says excessive force was not applied during the usage. Currently the brain contusion is severe, and the patient is being intubated. No x-ray was shot since the incident, and the broken fragments are being remained in the patient¿s body. When the incident occurred, the nurse told sales reps that only screw was broken, so the broken drill was not taken out of the patient¿s body. The hospital opinions that the products exceeded the limit for the number of times of sterilization, however the customer says that limitation is not stated clearly by the manufacture. There is no information available about surgical outcome. There was no surgical prolongation reported. This complaint involves 2 parts. Concomitant device: 1x unk screwdriver. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.